Event description:
A medtronic representative reported that, while in a spine l4-s1 fusion procedure, the surgeon hammered on navlock with awl tip taps and the ratcheting small straight handle and violet navlock tracker universal were damaged. It was unclear what the damage to the handle was, no specifics were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable. RMA issued. Replacement ratcheting small straight handle had been shipped to the site previously. Medtronic investigation of returned suspect device finds that the ratcheting ring assembly has been broken loose from the handle. Mechanical failure, pieces broken, directly caused event.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
(B)(4).